Event description:
It was reported that this right ventricular (rv) lead was successfully implanted but dislodged a few hours after implantation. The physician was aiming for a middle to high septum implantation, eventually implanting in the middle septum. This lead was attempted to be reimplanted several times with a stylet but it was unsuccessful. The dislodgment was confirmed with x-ray imaging and with the patients ECG review. The physician suspects the dislodgement was caused by an underlying disease of the patient that weakened the tissue. A new lead was implanted. No additional adverse patient effects were reported.